Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a calcified lesion in the proximal lad. It is indicated on a non complaint product replacement request form that the stent was deformed and that the stent would not cross the lesion. The procedure was completed with another onyx 2.6mm x 12mm stent. There is no patient injury reported.

Manufacturer narrative:
The lesion was heavily calcified and slightly tortuous with 70% stenosis. No damage was noted to device packaging or issues removing the device from the hoop/tray. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered during advancement and the device failed to cross. No excessive force was used. The damaged stent was removed. The lesion was dilated with a 2.5 x 12 sc euphora then passed a 2.5 x 12 resolute onyx stent successfully. If information is provided in the future, a supplemental report will be issued.